Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. A leak test was performed, and no leaks were observed throughout the entire fluid path. Fluid was able to exit the distal tip of the soft cannula. The downloaded data returned an 0x12, indicating that a reset occurred due to low voltage being detected; however, the batteries were measured to have sufficient charge. The device was reset and successfully paired with a pdm. A 5-unit bolus was delivered without interruption. No timeouts, drive stalls, or alarms were generated during the rerun. No corrosion was seen on the batteries, battery clips, or battery springs. The cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. A correction was administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.